Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, chemotherapy around time of implant placement, blood coagulation disorder, compromised immune resistance, psychological disorder, immediate implantation, mobility (B)(6) are same patient).